Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini enhanced meter was displaying a battery indicator. The complaint was classified based on additional the customer service representative (csr) documentation. The patient reported that the battery indicator began to appear on (B)(6) /2013, at 8am. The patient informed the csr that he was unable to test with the subject meter unless he tried with a different strip ten times. The patient stated he manages his diabetes with oral medication(s); however, denied taking any action regarding his usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of "sweating and anxious" on (B)(6) 2013, at 10am. The patient denied receiving medical treatment and told the csr that he tested with his wife's meter. The patient did not provide the result obtained on the other device. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's battery as recommended in the owner's booklet. The patient did not have the subject meter with him at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.